Manufacturer narrative:
.

Manufacturer narrative:
This report is filed on september 02, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (date not reported) due to migration of the electrode lead into the external auditory canal. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report september 02, 2016.